Event description:
It was reported that a patient called to report that a cadd® cadd-ms® 3 ambulatory infusion pump was currently having battery charge problems. The reported product fault occurred while in use with a patient. The product issue did not cause or contribute to patient or clinical injury. The device was replaced. Diagnosis or reason for use: pulmonary arterial hypertension.